Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the insert was removed and replaced due to infection.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot 8640945 device history review manufactured on 13 oct 2017. 16 parts were manufactured per specification and all raw materials met specification. Parts sterilized on 23 oct 2017, sterilization cycle met the validated parameters (certificate 61367). There were no ncs or deviations. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.